Event description:
The manufacturer received information that a trilogy evo ventilator was returned to a third-party service center for evaluation and preventative maintenance. There was no patient involvement, and no harm or injury reported. On evaluation, ventilator service required alarm e-384 indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). The machine flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue: the system printed circuit board assembly was replaced due to transient sensor events. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.

Manufacturer narrative:
Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution. The reported failure of the trilogy evo machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.